Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning a week ago, multiple keypad buttons are sticking and the patient is having difficulty programming all the buttons. The symbols are also reportedly worn off of the buttons. The patient wears the pump on the outside of the clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of its release.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing all the keypad buttons had intermittent response and were sticking. The keypad buttons required multiple button presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the battery compartment was noted to have multiple cracks; one crack below the finger pad extending down to the primary seal, and one crack extending up from the primary seal. There were no issues with loss of power during testing and no evidence of moisture damage in battery compartment. Also unrelated to the original complaint, the text on the display screen was dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.